Manufacturer narrative:
The reported event of pacing problem was not confirmed. The reported event of premature discharge of battery was confirmed. Final analysis found increased duty cycle of the internal circuitry caused by the firmware. The high current could not be reproduced during analysis. Device functionality found to be normal.

Event description:
It was reported that patient presented in the emergency room with complaints of dizziness. Upon interrogation, it was noted that the patient's pacemaker exhibited a low voltage output issue resulting in under-pacing the patient. It was suspected that the device exhibited premature battery depletion. The device was explanted and replaced. The patient was stable.